Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button and often needed multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions from technical support to press center of button while supporting bottom of pump, which successfully turned on display but did not resolve difficulty. Customer reverted to manual daily injections (mdi) for continued insulin therapy.